Event description:
Attorney alleges plaintiff developed injuries which included a disease or disorder. Particulars of the injuries include: capsular contracture, breast pain, silicone leakage, autoimmune disease in the form of immune reaction to silicone, interference with immune system and development of silicone syndrome, joint pain, development of rashes, night sweats, shortness of breath, resultant cosmetic damage, development of anxiety, nervousness and depression.